Manufacturer narrative:
An field service engineer (fse) went onsite and confirmed the issue; the fse examined the complaint device and the reported issue was confirmed that the ECG artifact appeared in just passed away patient. It was caused by the environmental noise and the fse had instructed the user to change from monitoring mode to filtered mode to minimize noise. ECG monitoring mode was changed to filtering mode to minimize environmental artifacts or artifacts caused by the trunk cable. The asp performed functional testing and confirmed that the device was operating as intended. The device was returned to service/full functionality and remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. No corrective action is warranted at this time as this device did not cause a death or serious injury. The available information from this report does not support that this event represents a systemic, design, or labeling problem.

Event description:
It was reported to philips that there was ECG measurement issue, and the patient still have ECG artifact displayed after death.